Event description:
Patient reported via medical information right side "class 3 recall," implant is "leaking" and "surgeon took out the right implant and put it back in (during the same surgery when it was placed) because it was placed upside down." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: implant is "leaking."